Manufacturer narrative:
(B)(4). On (B)(6) 2021, customer alleged pump had a pump error alarm. The pump passed the displacement test and the self test. Successfully downloaded history files and traces using thus. Pump error alarm was found in the history file on (B)(6) 2021 at 22:03 and 22:05, ambient light failure (variable 3). Keypad overlay was peeled and traces of on the keypad assembly were examined and found broken trace at pin 6. The following were noted during visual inspection: cracked retainer, pillowing keypad overlay, and partially detached retainer. In conclusion, customer allegation of pump error alarm confirmed with ambient light failure (variable 3) where traces of on the keypad assembly were examined and found broken trace at pin 6. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a hardware low level failure alarm. Customer was able to clear alarm and was able to complete rewind. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.